Event description:
It was reported following a cardiac catheterization an angio-seal device was deployed to close the arteriotomy site. Soon afterwards, the pt developed sudden onset of severe right lower extremity pain associated with a cold, pulseless lower extremity. Arterial pressures did not reveal any arterial signal at the ankle. Acute right lower extremity was diagnosed. The pt underwent exploration; marcaine was infiltrated into the right groin; heparin was administered intravenously. Extensive inflammation with evidence of prior hematoma formation was evident in the mid groin. The angio-seal device anchor was found in the right common femoral artery (cfa) at the bifurcation to the profunda femoral artery. An intimal flap was raised in the cfa near the site. Angiogram confirmed patency of the superficial femoral artery to the mid thigh where it appeared to be occluded. The deep femoral artery was patent. A 4f fogarty embolectomy catheter was passed proximally; which established reasonable arterial inflow: multiple stenoses were evident in the iliac artery as the balloon was passed; no thrombus was returned. All limbs were flushed with heparinized saline. A patch was placed with good palpable pulses in both the deep and the superificial femoral arteries distally, significant bleeding was encountered at the suture line which required protamine reversal of the heparin effect to control; cautery was used for hemostasis. The pt tolerated the procedure well with no complications.